Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose was 450 -550 mg/dl on (B)(6) 2018. The customer¿s blood glucose level was 450 mg/dl at time of incident and current blood glucose 85 mg/dl. The customer had symptoms such as nausea, vomiting at hospital, thirsty, lethargic, irritable, blurred vision, unable to focus. The customer was treated with bolus, intravenous drip and food. The customer was wearing the pump during the hospitalization. The customer was advised to reach out to health care professional. The insulin pump will not be returned for analysis.